Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is over-delivering insulin; causing low blood glucose. Customer woke up with blood glucose reading of 52 mg/dl. Customer treated with food and juice. Experiencing low blood glucose levels for two weeks. Nothing further reported.